Manufacturer narrative:
H6: investigation summary : customer returned one 0.3ml 30ga 8mm syringe loose. Customer reported that one needle had a bent needle tip and could not aspirate the drug solution. The returned samples visually inspected and observed no damages. Cannula tip was visually examined using microscope and no issues were observed with needle point integrity. Functionality test was performed and observed no issues with withdrawing the liquid into the syringe and flow. No issues of any kind were observed on the return samples. Hence, embecta was not able confirm the reported issues. Due to unknown batch number, no DHR can be completed. Based on the return samples, embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was difficult to aspirate. The following information was provided by the initial reporter, translated from japanese to english: could not aspirate the drug solution.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was difficult to aspirate. The following information was provided by the initial reporter, translated from japanese to english: could not aspirate the drug solution.